Manufacturer narrative:
The pod was received not deployed. The pink slide insert was not visible in the viewing window and the linkage assembly was in a not deployed state. The device delivered 26 first prime pulses before being deactivated at 36 pulses. However, the needle mechanism did not deploy as intended. The download data showed time outs and drive stalls. The device was reset, paired with a master pdm and 5 unit bolus was successfully delivered. The cannula deployed as intended during the rerun. No time outs or drive stalls were observed in the rerun data. Due to the drive stall, the first priming sequence ended prematurely, resulting in completion of the second priming sequence without the needle deploying. Contamination was observed on the commutator cap. It could not be conclusively determined if it contributed to the reported event. Damage was observed on the commutator cap. It could not be conclusively determined if it contributed to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was not worn. Device was discarded.